Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: during flushing of the catheter during hd, blood was noted to be leaking in to the arterial pressure monitor line. Blood returned to the patient, a new setup was done and treatment was restarted without further incident.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). All information associated with this event was submitted to the bloodline manufacturer. According to the manufacturer investigation, one (1) used sample with no packaging was received for evaluation. A visual evaluation was performed with no defect observed on set. The set was leak tested and no leaks were observed. Based on the investigation the reported defect of leakage could not be confirmed. A review of the device history records for sl-2000m2095 from lot #a2100201 was performed and indicated that there were no non-conformances, deviations, or exceptions during the manufacturing process of this lot related to the reported issue and all testing and product inspections were documented in compliance. If additional pertinent information becomes available a follow-up report will be filed.